Event description:
It was reported to target that during a gdc embolization, while this coil was being delivered as a second coil, it apparently got stretched. When the physician attempted to remove it, the first coil moved partially out of the aneurysm. As a result circulation deteriorated but pt was doing fine however, she was sent to surgery to remove the coil and clip the aneurysm. The condition of the pt after the surgery was ok.